Event description:
In this event it is reported that a waveone gold glider 015-02/25mm blister 3 us broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are : investigation customer not returning. Product not received at investigation site. Two quality holds were found during DHR review, one was for bad tips resulting in sort and scrap of 27 files and the second was for heat treat temperatures were reviewed found to be within limits therefore no actions were taken. A query indicates no additional complaints have been received for this lot number.